Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. (D11) concomitant devices: (cn: (B)(4), sn: (B)(6), lgc trapezoid tibial tray, size 4f/4t, (cn: (B)(4), sn: (B)(6), lgc psc tibial insert, size 4, 11mm, (cn: (B)(4), sn: (B)(6),3-peg patella, 35mm. The following section(s) have additional info; d4 (UDI number). Section h11: corrections made in the following section(s): (f6) and (f8) were entered in error, please disregard.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: (cn: 02-012-41-4040, sn: (B)(4)) lgc trapezoid tibial tray, size 4f/4t. (Cn: 02-012-44-4011, sn: (B)(4)) lgc psc tibial insert, size 4, 11mm. (Cn: 200-02-35, sn: (B)(4)) 3-peg patella, 35mm.

Event description:
Procedure was a revision right tka, undertaken for aseptic loosening of the right knee, with the femur having more pronounced loosening than the tibia. Procedure was carried out uneventfully and explanted components, identified above, were retrieved, washed and will be returned to exactech. Of note, upon entry into the knee joint, the surgeon was met with an excessive amount of granular synovitis, which was present in the entire knee joint cavity. There had been no clinical evidence of this intraoperative finding. The surgeon questioned whether its presence was due to the patient¿s health vs anything related to the implant components or cement. Cultures revealed no bacteria but significant wbcs. Explanted components were washed per hospital protocol before they could be removed from the facility for shipment back to exactech for analysis. Index rtka was on (B)(6) 2015. The patient left the operating room in stable condition.